Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller did not know the day of hospitalization. The cause of death is unknown; the customer went into a diabetic shock. The customer had heart disease and infection in the heart valve. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected two months prior to death. The customer was having blood glucose values above 1000 mg/dl and it would take a while to bring it down. So the customer's doctor requested that the insulin pump be disconnected. The customer ripped it off; the customer did not have insulin for over 12 hours, couldn't breathe, and then went into a coma. The caller stated that they don't know where the insulin pump is; therefore, the device information could not be verified. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.